Manufacturer narrative:
There were multiple lot numbers which may have been involved. The information for each lot number is as follows: medical device lot #: 21086054; medical device expiration date: 2024-08-19; device manufacture date: 2021-08-19. Medical device lot #: 21066167; medical device expiration date: 2024-06-22; device manufacture date: 2021-06-22, medical device lot #: 21075784; medical device expiration date: 2024-07-13; device manufacture date: 2021-07-13. Investigation summary: a complaint of tubing separating causing leakage was received from the customer. No product or photo was returned by the customer. The customer complaint of separation could not be verified due to the product not being returned for failure investigation. Possible lots used in this incident were provided by the customer. A device history record review for model 2420-0007 lot number 21086054 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 19aug2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 21066167 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 22jun2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 21075784 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 13jul2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. No product will be returned per customer. No investigation was performed.

Event description:
It was reported that bd alaris pump module smartsite infusion set experienced leakage. The following information was provided by the initial reporter: when chemo treatment finished the clinician removed line from the IV pump. While doing so, the line fell apart at the safety clamp. D5w solution spilled on the floor and blood pulled back from patient' port. Chemo tubing was leaking from the lower portion of the chemo tubing. The tubing was discarded and new tubing applied.

Event description:
It was reported that bd alaris pump module smartsite infusion set experienced leakage. The following information was provided by the initial reporter: when chemo treatment finished the clinician removed line from the IV pump. While doing so, the line fell apart at the safety clamp. D5w solution spilled on the floor and blood pulled back from patient' port. Chemo tubing was leaking from the lower portion of the chemo tubing. The tubing was discarded and new tubing applied.

Manufacturer narrative:
There were multiple lot numbers which may have been involved. The information for each lot number is as follows: medical device lot #: 21086054; medical device expiration date: 2024-08-19; device manufacture date: 2021-08-19. Medical device lot #: 21066167; medical device expiration date: 2024-06-22; device manufacture date: 2021-06-22, medical device lot #: 21075784; medical device expiration date: 2024-07-13; device manufacture date: 2021-07-13. Investigation summary: a complaint of tubing separating causing leakage was received from the customer. No product or photo was returned by the customer. The customer complaint of separation could not be verified due to the product not being returned for failure investigation. Possible lots used in this incident were provided by the customer. A device history record review for model 2420-0007 lot number 21086054 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 19aug2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 21066167 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 22jun2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 21075784 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 13jul2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. No product will be returned per customer. No investigation was performed.